Manufacturer narrative:
The device was returned and evaluated following reports of progressively decreased responsiveness, including failure of the wake button and inability to power on despite charging indications. Visual inspection identified no abnormal wear or damage to the exterior of the device. When placed on a charging pad, the device briefly displayed the bootloader screen before powering off while still on the charging pad, duplicating the reported behavior. Internal inspection identified corrosion and debris consistent with fluid ingress. The reported issue was confirmed. Due to the presence of internal corrosion resulting from fluid ingress, the device was deemed non-repairable and will be scrapped. This supplemental MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet pump became progressively unresponsive over two days, with the wake button first delaying screen activation and then failing to respond, the touchscreen functional only when the device could be powered, and the charger indicating charge without powering the device; the pump also disconnected from the mobile app and was replaced. Symptoms included none reported and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included complaint handling and device replacement with return requested for evaluation. Investigation of this case revealed a suspected hardware failure of the sleep/wake button or power control pathway, with inability to verify due to lack of returned device at this time. It was concluded that the event was device related and consistent with a malfunction of the user interface or power subsystem, with no patient harm reported.